Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the device manufactured between august 24, 2019 to august 27, 2019. H10: the device was received for evaluation. A visual inspection was done and observed a tear at the lower left side edge of the bag in the area where the customer marked with a black marker. A functional testing was performed which revealed a leak from the lower left edge of the sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the seam in the corner. The leak was discovered after filling prior to patient use. There was no patient involvement. No additional information is available.